Event description:
During remote monitoring, it was reported that the patient experienced inappropriate shocks due to low sensing on the far-field channel resulting in episodes of oversensing. Reprogramming is anticipated to resolve the event, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.